Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 734 mg/dl while wearing the pod. It was also reported that the pod fell off the infusion site. Symptoms reported include hyperglycemia, vomiting and excessive thirst. It was also reported that the patient had a strep infection. The patient was treated with antibiotics, insulin and IV (intravenous) fluids. The patient was released the following day. The pod was not worn when seeking medical attention.